Event description:
A surgeon reported that a patient experienced a decrease in visual acuity after an intraocular lens (iol) implant surgery. The lens was noted to contain glistenings and the surgeon suspected that the glistenings could have caused the visual acuity decrease. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).